Event description:
The dealer states that the rear half of the scooter allegedly caught fire while it was charging. There were no injuries reported.

Manufacturer narrative:
Device eval anticipated, but not yet begun. Conclusions: a follow up report will be submitted upon completion of investigation.